Event description:
Customer reported that the insulin was leaking from the reservoir. The exact location of the leak is unknown. The leak occurred during infusion set change. Blood glucose level was 90 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.